Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing from the probe to the specific gravity module was damaged. The fse also found the short sample detector board was faulty. The fse replaced the tubing and the board, which repaired the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. The customer attempted to troubleshoot but was unable to resolve the issue. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.